Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has early onset of dementia and is in independent living. Caller stated they had the controller battery replaced last (B)(6) 2024 and they were not having any issues until the past few weeks. Caller reported they have had to recharge the implanted neurostimulator battery from 0% because pt (patient) let the ins deplete. Caller reported having issues over the past couple of days with connecting to charge the ins. Caller clarified they are not able to connect the controller to the spinal cord stimulation device. Caller has gone through the passive recharge mode and they will get the first 10 minute cycle to charge the implant fully and then the next 2 cycles they will have a 100% connection but then it just drops to 0%. Caller spent a couple of hours 2 days ago on sunday trying to get it to recognize it was a dead battery or an indicator but it flashed for maybe 5 seconds and then it lost connection. Caller stated they have to stretch out the skin over the ins caller mentioned patient has lost a considerable amount of weight in the past 2 years and weighs 83lbs. Caller stated pt does not use the belt patient tried laying on her side rather than sitting up and every once in a while, they would shift just slightly and that connection they did have would go away immediately. Patient mentioned that the middle box on the cord gets really warm where the wire goes into the round part gets hot. The issue was not resolved. An email was sent to the repair department to replace the recharging cord. Agent suggested that patient follow up with her healthcare provider if they is still having a difficult time maintaining telemetry. Caller mentioned pt had the li battery replaced but the battery does not fit the old battery door. Pss is sending a request to repair for the large door cover.

Manufacturer narrative:
Section h3 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type recharger was returned and the analysis results shows that high reading na low reading na no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.